Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction a worn adhesive around the light guide lens was traced to be component degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.

Event description:
It was observed during device evaluation that the duodenovideoscope had worn adhesive around the light guide lens. There was no patient involvement.